Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the patient expired. The index procedure treated the 90% stenosed 6.5x20mm target lesion located in the ostium of the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 20%. One day post procedure, the patient was discharged with an nih stroke value of 0. At 210 days post the index procedure, the patient was admitted to a non-enrolling hospital with severe hypoxic respiratory failure which was treated with nonrebreather oxygen, nasal cannula oxygen, and intravenous steroids. It was noted that the patient had progressive severe end-stage pulmonary fibrosis, possible viral pneumonia, possible lymphangitic spread of small cell lung cancer, and severe tracheobronchitis. The patient did not improve with treatment and was transferred to the enrolling hospital for further evaluation and treatment. A chest x-ray showed a small left apical pneumothorax with moderate subcutaneous emphysema and diffuse progressive bilateral reticulonodular pulmonary infiltrate suggesting end-stage progressive pulmonary fibrosis. A chest tube was inserted and medical treatment was continued. The patient's condition continued to deteriorate and do not resuscitate status was established. She was treated with comfort measures only. On day 222, the patient died. Per the physician, the event relation to the study device was "unrelated".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.